Event description:
Dr (B)(6) performed an atherectomy of cfa using the navitus l device. Three passes were made blades down and another 3 - 4 blades up with a total run time of 4:46. Post js pta was done with 7 x 30 balloon and angiographic result was deemed successful by physician. Subsequently, the pt developed a fever, hematuria and a drop in hgb. Pt received platelets and blood transfusion. Hematuria resolved after 48 hours. No add'l pt info is available.

Manufacturer narrative:
Event consist of pt requiring platelets and blood transfusion post jetstream procedure. The pt is a male of unk age who presented for atherectomy of the common femoral artery (cfa). No add'l pt info is available. The physician performed an atherectomy of the cfa using a jetstream navitus l device. During the procedure 3 passes were made with the blades down and another 3 - 4 passes were made with the blades up with a total run time of 4 minutes, 46 seconds. Post jetstream treatment percutaneous transluminal angioplasty (pta) was done with a 7 x 30 balloon. Angiographic results were deemed successful by the physician. Post procedure (unk time post procedure) the pt developed a fever, hematuria, and a drop in hemoglobin (hgb). The pt received platelets and blood transfusion. Hematuria resolved after 48 hours. Since the pt required intervention consisting of platelets and blood transfusion as a result in the drop of hgb and the association between the jetstream device and the noted events cannot be conclusively ruled out this event is considered reportable.